Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the photo depicts the top of the trocar looking down at the circular seal, the center of the seal is cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using clip applier during a laparoscopic sleeve and cholecystectomy, the device seal was damaged. As a result, air or gas leaked from the seal was observed. They continued to use the leak trocar to complete the case. There was no patient injury.